Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the shaft ruptured while being inserted. The patient was not injured or jeopardized. To correct this condition, another pouch was used.